Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 500 mg/dl which was treated with bolus dose. Customer declined troubleshooting for high blood glucose readings. Customer was using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.